Event description:
Per the clinic, the patient experienced facial nerve stimulation and discomfort with device use. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported) and it is unknown if patient was re-implanted with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.